Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented remotely via merlin.net, the atrial lead exhibited noise over sensing and far-r over sensing. No patient intervention or procedure was performed. The patient was stable throughout the procedure.

Event description:
New information received that the noise over sensing was resulting in inappropriate automatic mode switch (ams).